Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level (bg) was over 500mg/dl. A system check was performed and insulin was not observed dripping out of the infusion tubing. An infusion tubing and cartridge change was performed to address the occlusion alarm. After the supply change was performed, the customer successfully delivered a correction bolus to address the bg level without any additional occlusion alarms occurring. During a follow-up, the contact reported the customer's bg level returned to target range after completing the supply change during the report.